Event description:
(B)(4). I am now (B)(6) weeks pregnant. All looks good so far.

Event description:
(B)(4). I am (B)(6) weeks pregnant with confirmed in uterine pregnancy.

Event description:
#Medwatcher #followup 1 #FDA mw5060183 #(B)(4). I am now 15 weeks so far so good.